Event description:
It was reported that there were telemetry issues. An overdischarge of the implantable neurostimulator (ins) was suspected. Patient compliance was the primary reason for the overdischarge. It was noted that the patient was a ¿poor historian¿ and it was unknown how long it had been since the system had been used or recharged. The patient¿s work schedule reportedly made it difficult for her to recharge her ins. The reporter thought that the patient had had 2 overdischarges already and the current overdischarge was ¿probably the 3rd¿. The recharger only showed the appropriate screen for the recharger being charged with the desktop charger, otherwise, it did not respond to an attempt to start the recharge session and wasn¿t able to start a physician recharge mode (pmr) after several attempts. The screen just stayed dark. It was noted that no further attempts were ¿probably¿ going to be made to recover the device since there had been 3 overdischarges. The reporter indicated that the patient was being worked up for a replacement of the ins. Five days later, it was reported that the plan was to replace the device but the date was unknown. The patient was reportedly unable to receive effective therapy due to end of life battery.

Event description:
It was further reported the patient¿s battery replacement was cancelled due to insurance reasons.

Manufacturer narrative:
Product ID 377760 lot# v002680, implanted: 2006 (B)(6); product type lead product ID 377760 lot# v002680, implanted: 2006 (B)(6); product type lead product ID 37751; product type recharger. (B)(4).